Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was determined to not be available for evaluation. A review of all batch record documents was performed for lot number gm1303010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone-iodine sponge of a minicap had come out of the minicap and into the outer wrapper. This was identified before use. No patient involvement. No additional information is available.